Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during advancing, the shaft got broken. The device was removed from the patient in one piece. A new 2.75 x 48 mm synergy xd des was then used to complete the procedure. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during advancing, the shaft got broken. The device was removed from the patient in one piece. A new 2.75 x 48 mm synergy xd des was then used to complete the procedure. No complications were reported, and the patient was stable post-procedure. Based on the product analysis result, it was further reported that hypotube found a break at 46.8cm distal to the distal end of the strain relief. In addition, multiple hypotube kinks were identified.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 46.8cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. A microscopic examination of stent profile identified no sign of damage, stretching or lifting of the stent struts. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed signs of damage. No other device issues were identified during returned product analysis.